Manufacturer narrative:
H10: one sample was received for evaluation; the other three (3) samples were not received and therefore, could not be evaluated. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests including leak, clear passage, and clamp function tests were performed with no issues noted. Integrity testing was performed between the patient adapter and an in-lab titanium adapter; there was no connection issue or leak observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of four (4) minicap extended life pd transfer sets could not be connected tightly to the titanium adapter which resulted in leak. This was observed during a transfer set replacement. The transfer sets were replaced; however, the titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.